Manufacturer narrative:
The fse found a clogged probe wipe, and bleached the probe wipe to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak of approximately seven (7) ml from the coulter lh 500 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.